Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that crystals were observed in the cartridge tubing. Reportedly, the cartridge had been in use for a week. Customer's blood glucose level was 180 mg/dl. Reportedly, a cartridge change was performed to address the issue.